Event description:
It was reported that the patient was found to have lvad cannula stenosis. The patient received surgery to relieve obstruction in the outflow graft. Although the outflow graft compression was surgically corrected, the patient continued to have low flow alarms partly because of poor oral intake.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 1:07:47 through 9:24:11. Low flow events were captured throughout the log file from (B)(6) 2021 at 1:07:47 through 7:45:37. When the flow value is calculated at less than the low flow software version 1.5.2 threshold of 2.0lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28feb2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted photos of the patient¿s outflow graft confirmed the reported extrinsic obstruction of the outflow graft. Based on complaint history and similarly reported events, the data and low flow events captured in the log file are consistent with an obstruction of the outflow graft, which was confirmed through the submitted images. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 1:07:47 through 9:24:11. Low flow events were captured throughout the log file from (B)(6) 2021 at 1:07:47 through 7:45:37. When the flow value is calculated at less than the low flow software version 1.5.2 threshold of 2.0lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient was found to have lvad cannula stenosis. According to the account, the patient¿s outflow graft compression was surgically corrected, however, the patient continued to have low flow alarms partly because of poor oral intake. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28feb2018. No further information was provided. The manufacturer is closing the file on this event.